Event description:
It was reported that during use in a 3rd molar extraction, this handpiece got hot. The procedure was completed as intended by using another handpiece. There was no report of injury or surgical delay.

Manufacturer narrative:
Investigation findings: the drill was received for evaluation and the reported problem was unable to be verified. During testing, the drill remained within the specified temperature range. Further investigation found the unit failed ground bond testing. The handpiece instruction manual informs the user of the following: continually check drill and attachment for overheating. Discontinue use and return equipment for service as necessary. Overheating of the bur may cause thermal l necrosis. The recommended service interval for this drill and associated bur guards is every 6 months. Warning: failure to follow the service schedule could result in reduced instrument performance or overheating of the drill or guard. In addition, heavy use of the drill exceeding the duty cycle can cause the handpiece to overheat. Overheating can lead to possible burn or injury to the pt or medical personnel. The customer will be contacted with additional information regarding this product.